Event description:
It was later reported that the rv lead was explanted and replaced.

Event description:
It was reported that the lead integrity alert (lia) triggered on the right ventricular (rv) lead for a lead fracture, high impedance, oversensing, and noise. The rv lead was disabled and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: we did received performance data collected from the device. Ventricular short interval counts (sic) of 82 counts in 2.23 days on (B)(6) 2012 we recorded. The daily pacing impedance trend showed an increase for ventricular bipolar pacing impedance of 418 to 2204 ohms peak between (B)(6) 2012. There were ventricular non-sustained tachycardia's recorded as less than or equal to 180 ms on (B)(6) 2012. There was a patient alert for lead failure predictor on (B)(6) 2012.

Manufacturer narrative:
Product event summary - the partial lead was returned in segments and analyzed. The distal lead conductor was fractured.